Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that when the camera head was connected to the visera 4k uhd camera control unit the power was turned on, and error e224 (camera head communication error code) occurred during the laparoscopic cholecystectomy procedure. The camera head was replaced with another camera head, but it did not improve. The intended procedure was completed with another similar device. It was also noted that the video connector had iodine on it, after it was wiped off, but the issue was the same. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed as there were no abnormalities found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.